Event description:
It was reported that an alert triggered for right ventricular (rv) lead pacing impedance above the normal range. It was also noted that the impedance had been varying over the past few days and had eventually returned to the baseline reading. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.